Manufacturer narrative:
The meter was returned for investigation. The display was tested. The circuit board was also tested for damage or contamination. The display showed no error during the investigation. There were no missing or fainted segments. The circuit board showed no contamination or defect that could temporarily lead to the complained issue. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The customer's meter has been requested for investigation. Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). When performing a display check of the meter, the customer stated that the meter displayed "88.8" in the results field, however the first two 8s appeared to be faded. The last 8 was clear and bold.